Event description:
According to the distributor's report dermabond topical skin adhesive was applied to a laceration on the forehead. The adhesive ran from the laceration to the pt's left eye and glued it shut. The eye was flushed with warm water and a compress was applied. This was followed by the application of ophthalmic ointment. The pt was able to open part of their eye at time of discharge.